Event description:
The customer stated that one patient sample generated a false positive result for the architect troponin-I assay. The same patient sample generated a negative result with retesting. No specific patient data was provided and no impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify atypical complaint activity related to this issue. A deficiency was not identified as panel testing showed that the lot in question performs per specifications. Accuracy testing was completed using retained kits of reagent lot 95553un13 (since returns were not available) and acceptance criteria were met. Based on the evaluation results, no malfunction was identified as the issue was for a discreet patient sample and a retest was performed and the retest generated the expected result. The customer was referred to the assay package insert which listed conditions when the architect stat troponin results might increase. The insert also listed the recommendations for diagnosing an mi.